Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Corneal burn is an issue that is occasionally reported with cataract surgery. Most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The system was found to meet specifications; therefore, the root cause of the reported event is inconclusive. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the cataract and retinal surgery the patient experienced corneal burn which required the sutures while using an ophthalmic operating console. The surgery was completed on the same day. The patient identifiers and current patient condition was unknown. Additional information has been requested and non received till date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).